Event description:
It was reported during the implant attempt, the physician was unable to loosen the suture sleeve because the insulation would bunch up proximally to the suture sleeve. The lead was placed into the sheath but the helix would not extend. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.